Event description:
It was reported that after a storm the carelink monitor was knocked out. A new monitor will be ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.